Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) tightened the incubator home sensor belt. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 18-sep-2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4275 incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact local representative. Check s120 and pm120 for a possible malfunction. The most likely cause of the reported event was loose incubator home sensor belt.

Event description:
On (B)(6) 2017, while the aia-900 instrument was being serviced, a field service engineer received error message "4275 incubator slipping detected". The fse was unable to resolve the issue until (B)(6) 2017, causing a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.